Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in (B)(6) 2010, the patient heard a strange noise and he felt the volume changed, sometimes it was normal and other times he felt it was very loud or very soft. Testing was carried out and was normal. All the external parts were changed. On (B)(6), further testing was carried out and it was seen that the device had malfunctioned.